Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that disposable paddle cable are requested as it's damaged. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received, a complaint on the efficia dfm100 defibrillator. Indicating, that disposable plate cable is damaged. There was no patient involvement.